Event description:
Follow up information identified the leads were beginning to be palpable on the patient¿s back as the patient had lost a significant amount of weight. The patient has been able to regain weight, hence surgical intervention may be pending to revise the scs system.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost over 70 lbs and since then she has been experiencing tenderness and pain at the ipg site. Surgical intervention may be pending to explant the scs system.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. The patient was able to gain weight thus the ipg was able to be implanted deeper into the pocket.